Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges a lack of patency on aspiration. When aspirating with a syringe catheter would collapse. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter and no relevant findings were identified. The probable cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges a lack of patency on aspiration. When aspirating with a syringe catheter would collapse. The patient's condition is reported as fine.